Event description:
A procedural delay was reported in a case where the versacross large access transseptal dilator (vla) was used in a transseptal procedure. A 0.035 j tip guidewire was placed in the superior vena cava (svc), followed by advancement of the vla over the guidewire. When the physician attempted to track up to the svc, resistance was encountered. The physician had difficulty maneuvering the devices and the guidewire was damaged while it was being pulled back into the vla. The devices were removed from the patient's body and the transseptal access was completed successfully using the versacross transseptal sheath and versacross rf wire. There was no patient injury reported. However, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay that occurred.

Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred. DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.